Event description:
It was reported to covidien that the unit will intermittently have missing lines on the display. There was no patient involvement.

Manufacturer narrative:
The device was returned to covidien. Covidien verified the display was missing lines and segments. The universal interface (ui) printed circuit board (pcb) was replaced. The unit passed testing. (B)(4).

Manufacturer narrative:
(B)(4).